Manufacturer narrative:
Product ID: 3889-33, lot# v410356, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported the battery and lead were replaced and the representative programmed the device after surgery. The patient was feeling stimulation in the right place and it was not going down their leg.

Event description:
It was reported that the patient fell on their device three weeks prior and the implantable neurostimulator (ins) site was bruised and red. Pulses down the patient¿s leg were noted in addition to their toes twitching. The ins had been ¿hot¿ for three weeks as well. Since the fall, the patient had a loss of therapeutic benefit. The therapy was working fine until the fall and the patient had experienced greater than 50% symptom reduction. Computerized tomography was done and ¿everything looked intact.¿ however, both the clinician and patient programmer could not communicate with/locate the device. The patient was scheduled for a replacement procedure on (B)(6) 2014. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v410356, implanted: (B)(6) 2010, product type: lead. (B)(4).